Manufacturer narrative:
(B)(4). Correction: device available for return, device evaluated by manufacturer. Evaluation summary: the reported single leaflet device attachment (slda) could not be replicated in a testing environment as it was related to the patient/procedural conditions (operational circumstances). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to the thin/friable leaflet, cleft and leaflet tear. The reported patient effect of mitral regurgitation (mr) was likely a result of the slda. The reported tissue damage appears to be due to the patient morphology/pathology. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the patient was successfully treated through mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the anatomy was challenging with a pre-existing flail. The nt clip delivery system (cds) was advanced to the mitral valve; however, positioning the nt cds and grasping were difficult due to the anatomy. The clip was not implanted and the nt cds was removed. The xtr cds was then advanced to the mitral valve and the clip was deployed more medial. After deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). A leaflet tear was noted and the mr returned to 4. It was noted that there were thin/friable leaflets and an anterior cleft which was not observed during the initial echocardiogram. It was believed that the clip was implanted too close to the cleft. The mr remained at 4 and the patient was treated with cardiac surgery and confirmed to be stable. No additional information was provided.